Event description:
The device was used during a laparoscopic cholecystectomy (vlc). It was reported that the clips do not close properly. It was reported that the clips are not aligned to the jaws. There was no consequence to the pt. 1/21/97 the difficulty occurred on four instruments, but only three are being returned.